Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5151162 received through the FDA medwatch program stating "spontaneous. Patient reported that after loading the 50ml prepared syringe of hizentra into freedom pump and turning it on, the pump would shoot the syringe out of place. The black tab was pushing down too fast. Patient ended up manually pushing 100 out of 120ml for 2-hour infusion to match normal infusion time. Pump defective. No missed dose or adverse event reported. Pump available for return. No further information. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; immunodeficiency with increased immunoglobulin [igm]; primary pulmonary hypertension; nonfamilial hypogammaglobulinemia. Reported to (B)(6) by pt/ caregiver." A good faith effort was sent to the initial reporter on 04-march-2024 for additional information. A response was received 07-march-2024 providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.